Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: as of 11/6/2014 device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling, the device was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was deployed loosely at the first firing on the bladder. One hour later, the deployed clip fell off the target tissue when it was touched. It was found the fallen clip was teardrop-shaped. Then, the new clip was deployed on the target tissue again and the device functioned as intended. The device was used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.